Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left coronary artery. The 2.8x19mm graftmaster covered stent failed to cross to treat the perforation. Another 2.8x19mm graftmaster was used to successfully to seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.